Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device delivers too low amount of insulin. Pt reported taking correction via the infusion device and the pen. Pt thinks the infusion device delivers too low amount of insulin. Pt reported the following blood glucose levels and treatment: on (B)(6) 2011, at 8 am pt's blood glucose level was 10.3 mmol/l (185 mg/dl), pt administered 6.0 units of insulin via the infusion device and ate; at 12:30 pm pt's blood glucose level was 13.7 mmol/l (247 mg/dl), she administered 6.0 units of insulin via the infusion device and ate; at 3:23 pm pt's blood glucose level was 12.4 mmol/l (223 mg/dl) and pt ate; at 6 pm pt's blood glucose level was 14.7 mmol/l (265 mg/dl), pt administered 8.0 units of insulin via the infusion device and ate; at 11 pm pt's blood glucose level was 16.7 mmol/l (301 mg/dl) and she administered 6.0 units of insulin via the pen. Pt reported on (B)(6) 2011: at 1:30 am her blood glucose level was 16.5 mmol/l (297 mg/dl), she changed the infusion cartridge and the infusion set and then administered 6.0 units of insulin via the infusion device; at 7 am her blood glucose was 6.1 mmol/l (110 mg/dl), she administered 4.0 units of insulin via the infusion device and ate; and at 12:19 pm pt's blood glucose level was 19.3 mmol/l (347 mg/dl), she administered 12.0 units of insulin via the pen and ate. Pt's normal blood glucose level is 6-8 mmol/l (108-144 mg/dl). No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.